Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer has been off the insulin pump since (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was above 400 mg/dl. Customer also reported that they were hospitalized some days before. The customer¿s other blood glucose level was 424 mg/dl. Customer declined the troubleshooting for high blood glucose level. The customer also stated that they were not wearing insulin pump and needed to be reconnected. The insulin pump will not be returned for analysis.